Event description:
Tech noticed air inside syringe after air was purged from system. This was noticed prior to using on patient and the control syringe was changed. No patient injury associated with this malfunction. Device was returned for evaluation. After further evaluation, it was noted that some inspectors were misinterpreting the inspection criteria used during the product testing. Personnel were re-trained on the interpretation of inspection criteria. It was also noted that the interior surface of the barrel was damaged. Draft will be added to the molding tool to allow parts to release from the mold and alleviate damage to the barrel.